Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high pacing thresholds on the pacing lead caused the cardiac resynchronization therapy defibrillator (crt-d) battery to deplete prematurely. Telemetry could not be established with the device and electrograms indicated the device was not working. It was noted that the patient had not been seen in three years. The crt-d was explanted and replaced and the lead was also replaced. No patient complications have been reported as a result of this event.